Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional customer contact information: name: (B)(6), email: (B)(6), phone: (B)(6), occupation: biomedical engineer. A getinge field service engineer evaluated and discovered intermittent leak from regulator. Ordered regulator and returned for repair. Machine passes all tests. Returned cardiosave to the customer for clinical use.